Event description:
It was reported, that during a cholecystectomy, that the staples fell out in the patient's stomach. Staples removed and the surgeon used an autosuture device to complete the case with no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.